Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection upon receipt revealed that the gas outlet port had been deformed into a crushed shape. The factory-retained sample of the involved product code/lot# combination was inspected with the unaided eye and confirmed to have no anomaly. Functional testing was conducted. The gas outlet port of an oxygenator sample was hit against a hard object. As the result, the gas outlet port became crushed inward. The damage was similar to that on the actual sample was duplicated. A review of device history records and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the gas outlet port of the actual sample was hit against a hard object and got deformed. However, it is difficult to determine when and how the actual sample was exposed to the hitting force. The IFU states: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported breakage on the involved capiox rx25 device. The outlet was deformed. During installation of the equipment, the perfusionist evidenced that the gas outlet luer is hidden at less than 50% and he considers that the oxygenator is not in adequate conditions for use. The procedure outcome is unknown. The patient was not harmed.